Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the reported gastrointestinal (gi) bleed and patient condition, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 16sep2015. The current heartmate 3 lvas instructions for use lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system in section 1 "introduction." Section 6 "patient care and management" provides information regarding anticoagulation, including the recommended international normalized ratio values.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2020 with symptoms of nausea, gagging, diarrhea, loss of appetite, and lethargy for approximately 1 week and reported having contact with covid-19. A test for covid-19 came back positive, along with mild mild hypoxia. The patient reported having dark stools for approximately 1 month with daily episodes of melena. Upon admission, their hemoglobin had dropped from 7.7 to 5.9 in the setting of a subtherapeutic international normalized ratio. The patient was transfused with 2 units of packed red blood cells. The patient was positive for hemoccult on (B)(6) 2020. They were started on intravenous proton pump inhibitors twice daily and coumadin was withheld. The patient completed remdesevir treatment from (B)(6) 2020 to (B)(6) 2020 for thier covid-19 infection. On (B)(6) 2020, the patient tested negative for covid-19 and a chest x-ray showed improvement. They received an additional transfusion of 1 unit of packed red blood cells on (B)(6) 2020 for decreased hemoglobin and aspirin was stopped. A capsule study on (B)(6) 2020 showed pseudomelanosis, bloody cot, oozing, and fresh blood with suspicion of the distal duodenum/proximal jejunum. An esophagogastroduodenoscopy on (B)(6) 2020 showed multiple gastric arteriovenous malformations with one actively bleeding. The patient was successfully treated with argon plasma coagulation. The patient was restarted on anticoagulation medication. Their hemoglobin dropped again (likely due to procedure), and they were transfused with 2 units of packed red blood cells. Hemoglobin then remained stable. Aspirin continued to be held. They were discharged on (B)(6) 2020.